Manufacturer narrative:
Concomitant medical product: 900sfc28 heart ring implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that there was purulent discharge coming from the implantable pulse generator (ipg) incision site. Blood cultures were positive for coagulase-negative staph. The ipg system was explanted. No further patient complications have been reported as a result of this event.